Event description:
It was reported that small volume folfusor experienced no flow during use. The drug solution being infused was unknown. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured between march 31, 2014 - april 1, 2014 the sample was discarded by the customer, therefore, the reported condition could not be verified and the cause could not be identified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.